Event description:
No additional information received: material# 305136 . Batch# unknown. It was reported by customer that needle broke during use. Verbatim: rcc received a complaint via email. Email(s) attached. Needle broke during use. Medline complaint #: (B)(4). Vendor part #: 305136.

Manufacturer narrative:
Pr (B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material# 305136 batch# unknown it was reported by customer that needle broke during use. Additional information: according to the customer, during a "head-neck surgery" the needle "broke off in the patient while in use". The customer reported the surgeons were able to remove the needle from the patient. The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.